Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type implantable neurostimulator product ID 7482a51, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3387s-40, lot# v635198, implanted: 2011 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3387s-40, lot# v635198, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had problems with his last stimulators and thought it was because of the security gates. The patient had batteries replaced the month prior to the date of this report. Additional information received reported that one battery replacement was considered normal battery depletion and one was not. The event was attributed to the implantable neurostimulator (ins). No abnormal impedance measurements were seen. The issue was unexplained shut off. There was an ins replacement on (B)(6) 2014. The patient had recovered without sequelae. Additional information was requested but had not been received as of the date of this report.